Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by diarrhea, fever, feeling very tired and decreased appetite. The patient was treated with unspecified antibiotics for a few weeks via PICC (peripherally inserted central catheter) line. At the time of this report, the patient was discharged home to continue antibiotic therapy, and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Fourteen days after the event onset, the patient was hospitalized for peritonitis. During the hospitalization, the patient developed an unspecified secondary infection. The cause of unspecified secondary infection was not reported. The patient was treated with unspecified antibiotics for the events. At the time of this report, the patient remained hospitalized and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.